Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Ventricular tachycardia/arrythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis: the cause of the mechanical interaction with blood was most likely related to patient condition based on clinical details that patient had hemolysis with their previous rvad, data logs confirm suction events throughout support, and the patients condition was deteriorating. Optical signal issue: the cause of the optical signal issue was determined to be patient condition related based on data log review showing negative cvp during the drift down in pa waveforms and clinical detail that patient was deteriorating while on support. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient on impella rp flex had a run of ventricular tachycardia and had to get shocked. Additionally the patient had confirmed hemolysis and hematuria. During support the impella rp flex had possible sensor drift with negative waveforms with pulmonary artery pulsatility index intermittently dashing out. Trend screen shows central venous pressure with a negative value. A decision was made by the family to withdraw care, and the patient expired.